Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm activating when the mobile power unit (mpu), serial number (B)(6) was connected to the wall outlet could not be confirmed. No product was returned for further analysis. Log files submitted from the system controller, serial number (B)(6), were unremarkable and no notable alarms were observed. All peripheral equipment appeared to be operating as intended through the data reviewed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be determined off the information provided. The device history record for the mobile power unit (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use rev. D, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook rev. A, section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms. Heartmate 3 patient handbook, rev. A and heartmate 3 instructions for use (IFU) rev. D section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the mobile power unit (mpu) was plugged into the outlet it had a yellow wrench alarm. The patient was instructed to change the batteries, check their power cable connections, unplug and replug the unit into the wall. The alarm continued. The patient was transferred to battery power, and a replacement mpu was requested.